Event description:
A nurse reported a unit stopped aspirating and lost phaco power during a cataract with intraocular lens implant procedure. Following a short delay and a sys exchange, the case was completed with no harm to the pt.

Manufacturer narrative:
A company rep visited the customer site and evaluated the sys. The sys was then verified to meet product specifications. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. A review of the sys's event log for the date of the event did not reveal any nonconformity related to customer reported event. The root cause could not be determined conclusively. (B)(4).